Event description:
It is reported that a customer was hospitalized due to a stroke that the patient suffered. The patent's blood glucose level was not recorded. The caller was the patient's husband who called to complain that the insulin pump the customer was using was stuck in priming stage. The customer wanted to extract the sensor readings to supply the doctor with readings. The caller was assisted with trouble shooting successfully and needed no further assistance. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.